Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in analgesia/increased pain secondary to a catheter malfunction; they were unable to aspirate. The catheter was replaced. The outcome was reported as "ongoing event." The device system was used to deliver hydromorphone, clonidine, and prialt.